Event description:
A mother reported that her daughter's eyes got irritated when wearing her contact lenses, and she had to visit an eye clinic. When she experienced irritation in her eyes, she had knowingly used a cracked lens case dedicated to use with consept 1-step and noted the solution in the case had reduced in the morning after caring for her contact lenses overnight. She put the contact lenses in her eyes and experienced irritation. As of the reporting date, she had been visiting an eye clinic to receive prescription eye drops and has used eyeglasses. The doctor diagnosed her with scratches on her eyes and prescribed levofloxacin and fluorometholone. The exact date symptoms began is unknown, but it has been more than two weeks. The current condition of her eyes is unrecovered. No further information was provided.

Manufacturer narrative:
Date of event: exact date unknown, timeframe provided was about two weeks before report date, therefore (B)(6) 2022 is provided as a best estimate. If implanted, give date: not applicable, not an implantable device. If explanted, give date: not applicable, not an implantable device. Device manufacture date: unknown as the lot number was not provided. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: in the initial report section h6 component codes was inadvertently left blank. The field should have been populated with code 4755. Therefore, the following field has been updated accordingly: section h6, component codes: 4755 part/component/sub-assembly term not applicable. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.